Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 252mg/dl. The mother states they have treated with manual injections. The mother states there was an emergency room visit for their high blood glucose levels. The mother states the customer was in diabetic ketoacidosis. Troubleshoot was conducted. The mother declined to conduct high pressure testing. The mother believes the pump is functioning fine. The customer was advised to monitor the device and call back if issues persist.